Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2018. It was reported that this patient was diagnosed with high intraoccular pressure in the implanted eye. The patient was prescribed steroid treatment. On (B)(6) 2018, the surgeon determined that surgical intervention was required. On (B)(6) 2019, patient underwent a surgical intervention during which laser cyclophotocoagulation of the ciliary body was performed. On (B)(6) 2019, it was reported that the issue was resolved. There was no defect or malfunction of the device associated with this event.